Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that their father's insulin pump alarmed for no delivery. Customer's father blood glucose was unknown .troubleshoot was unable because customer's father was not with pump. Customer was advised to call back with pump for troubleshoot. Pump was not returned for analysis.